Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant devices: mitraclip system, steerable guiding catheter, 1 implanted mitraclip. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The third clip (cds 40501u1/07) referenced is filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The reported failure to remove the lock line was confirmed via returned device analysis. Based on the evaluation of the returned device, the cause for the reported unable to remove the lock line (mechanical jam) appears to be due to the knot identified in the lock line within the delivery catheter handle. Potential causes for lock line knots can include, but are not limited to, manufacturing anomalies or procedural conditions/user technique during lock line removal. With respect to the user technique/procedural conditions, knots in the lock line may be influenced by the user while removing the plastic cover/polyimide tubing from both ends of the lock line and un-wrapping them or the lock line becoming twisted upon lock line removal. In this case, given the size and location of the knot observed inside the dc handle, it is possible that the end of the lock line became twisted and subsequently knotted during the unwrapping process and/or removal of the lock line resulting in the knot becoming caught on the proximal end of the lumen coil; however, this cannot be confirmed. Although a definitive cause for when and how the knot formed could not be identified, there does not appear to be any evidence of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event and a review of the complaint history for the reported lot indicated there had been no similar unable to remove lock line incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the difficulty noted during removal of the lock line from the clip delivery system (cds 40516u1/09) which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had a history of prior cardiac surgery. There was a leaflet flail in the posterior 2 (p2) segment. Both leaflets had a severe prolapse, in the p2 and the anterior 2 (a2) segments. One clip was implanted and the mr was reduced to 2-3. The second clip delivery system (cds 40516u1/09) was advanced to the mitral valve. During grasping, the mr was 1-2. When the clip was attempted to be deployed, approximately 15-20 cm of the lock line was removed slowly, but resistance was felt, and the lock line could no longer be removed. The clip was deployed. The cds was removed from the sgc, and the lock line could then be removed from the clip. The mr was 2-3. A third clip (40501u1/07) was implanted and the mr was reduced to 1-2, but after deployment, the clip detached from the posterior leaflet, remaining on the anterior leaflet (single leaflet device attachment/slda). The mr increased to 2-3. No additional treatment was performed. Three clips were implanted and the mr was reduced to 2-3. The patient was clinically stable post procedure and there was no clinically significant delay in the procedure. No additional information was provided.